Event description:
It was reported that there were high thresholds and low impedance on the rv (right ventricular) lead, along with no capture on the atrial lead. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa ipg, implanted: (B)(6) 2006. (B)(4).